Event description:
It was reported that the device was explanted after an implant duration of approximately 1 month, due to mitral regurgitation. Information learned from implant patient registry and from the health care provider's follow up response.

Event description:
The device history record (DHR) review was completed in 2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.